Event description:
It was reported that during a prior revision procedure (MFR. Report no.: 3006630150-2023-05050), the patients spinal cord stimulator (scs) paddle lead tails were cut and the paddle lead remained implanted. The patient subsequently underwent a procedure during which the paddle lead was removed and a new scs system was implanted. The patient was reported to be doing well postoperatively. The explanted device was not returned as it was not released by the medical facility.